Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the secondary tubing set separated and leaked at the drip chamber during an antibiotic administration. Although the antibiotic medication bag had to be replaced, there was no harm caused to the patient from the event.

Event description:
The customer reported that the secondary tubing set separated and leaked at the drip chamber during a ciprofloxacin 400mg infusion. Although the antibiotic medication bag had to be replaced, there was no harm caused to the patient from the event.

Manufacturer narrative:
Concomitant medical products: 200ml sandoz bag din (B)(4) lot number 70784 exp 12-2020 ciprofloxacin 400 mg. The customer¿s report that the secondary tubing set separated at the drip chamber was confirmed. During visual inspection, it was noted that the pvc tubing was completely separated from the drip chamber outlet port and was leaking fluid. Inspection under magnification showed that both sides of the pvc tubing had insufficient solvent. The root cause was identified as a manufacturing issue of insufficient solvent being applied at the junction of the pvc tubing.